Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted handle firing rod was bent preventing the reload adapter from being removed. Functional testing was unable to be performed due to the condition of the returned device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged firing rod may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during robotic assisted nephroureterectomy laparoscopic procedure, device was unable to fire, jaws locked on tissue. In order to resolve the case, a laparoscopic l-hook was put in the cavity and used to retract the knife blade as the assisting surgeon held the hilum with his hand through the hand port. The procedure extended for more than 30 minutes, the incision extended for more than 1 inch and there was also approximately 100cc of blood loss. The patient is alive with temporary injury.